Event description:
The consultant reported a patient was implanted with a 3.5mm locking compression plate proximal humerus plate and ten screws on (B)(6) 2013. Consultant stated the patient reportedly awoke rambunctious and pulled the screws from the bone. The date of this event (patient pulling out the screws) is unknown; it occurred sometime after the initial surgery and before the 2nd surgery on (B)(6) 2013. The patient was scheduled for a revision surgery for an intramedullary nailing (im) on (B)(6) 2013 to repair the damage from the patient. The consultant stated the patient suffers primarily from mental disorder and chronic alcoholism. This is report # 10 of 11 for complaint # (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn as no device was returned and no lot number was provided for the part number.